Event description:
It was reported the customer had several no delivery alarms during bolus deliveries. Customer stated they were able to resolve the alarm with a complete set change. Troubleshooting did not occur at the time of the call because the alarm was from a past event. Customer's blood glucose was unknown. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.